Manufacturer narrative:
The instrument was returned, no information was provided. Failure analysis evaluated the instrument and found that the instrument tube reinforcement ring had a slight tear. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
The monopolar curved scissors (mcs) instrument was returned without any allegations of malfunction. There were no missing or fallen pieces reported.